Event description:
It was reported that this device is approaching the elective replacement indicator (eri) within eight months and the patient is presenting for closer remote follow-ups. Upon the latest device data review, low, jumpy pacing impedance measurements (<200 ohms) and over-sensed noise resulting in mode switches were noted from the right atrial (ra) lead. Additionally, evidence of over-sensed myopotential noise and low amplitude measurements were seen from the right ventricular (rv) lead. Diagnostic imaging was performed which confirmed there were no obvious lead fractures. Boston scientific technical services was contacted and recommended thorough in-clinic provocative maneuvers for the rv lead to exclude lead impairment. It was recommended to replace the ra lead the upcoming device replacement procedure. It is unknown at this time if the ra and rv leads are boston scientific products. At this time, the system remains implanted and no adverse patient effects were reported.

Manufacturer narrative:
With all the available information, bsc is unable to conclude the root cause of the incident. This device has not been returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device is approaching the elective replacement indicator (eri) within eight months and the patient is presenting for closer remote follow-ups. Upon the latest device data review, low, jumpy pacing impedance measurements (<200 ohms) and over-sensed noise resulting in mode switches were noted from the right atrial (ra) lead. Additionally, evidence of over-sensed myopotential noise and low amplitude measurements were seen from the right ventricular (rv) lead. Diagnostic imaging was performed which confirmed there were no obvious lead fractures. Boston scientific technical services was contacted and recommended thorough in-clinic provocative maneuvers for the rv lead to exclude lead impairment. It was recommended to replace the ra lead the upcoming device replacement procedure. It is unknown at this time if the ra and rv leads are boston scientific products. Attempts were made for event resolution information, but has not yet been received. At this time, the system remains implanted and no adverse patient effects were reported.